Event description:
It was reported that prior to starting a da vinci si surgical procedure, the mega suture cut needle driver instrument was not recognize by the davinci robot system. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Engineering was unable to confirm the reported failure mode. Additional observation not reported by the customer was broken cable. Engineering observed that one grip close cable was found to be broken at the distal idlers. The idler pulley spins freely and was not damaged. The cable segment sticks out at wrist. Other cables at wrist are not damaged. No other damage was found. The customer reported complaint does not itself constitute a reportable event; however, the reported malfunction if to reoccur could cause or contribute to an adverse event.